Manufacturer narrative:
Pocket heating testing while charging was conducted using the returned ipg and le charger for 10 hours using test method 76-0011 and analyses of the test data revealed that the temperature distributions on the ipg surface were within specification as indicated in compliance in the eon mini product requirements specification. No anomaly was observed that would have affected the operation of the ipg or reported event.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
It was reported the patient complained of heating of the implant during regular use of the scs system implantable pulse generator and during charging. Reportedly, the patient stated in may, the patient had multiple CT scans for suspected cancer, and in june the problem with the scs device emerged. Consequently, the physician decided to replace the scs generator with a new one. Postoperatively, all the system impedances were within normal range and there were no adverse patient consequences.